Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, fracture of multiple filter struts, and perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt and perforation and perforation of organs could not be confirmed or clarified, nor a cause be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, fracture of multiple filter struts, and perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening, injuries and damages, and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, tilt, fracture of multiple filter struts, and perforation of filter strut(s) beyond the wall of the inferior vena cava (ivc) with multiple struts perforating the surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening, injuries and damages, and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages. Per the implant records, the filter was indicated for a history of saddle pulmonary embolus (pe) with hypoxemia and bilateral lower extremity deep vein thrombosis. On the same day the patient underwent insertion of the inferior vena cava filter with fluoroscopic guidance, intraoperative venogram of the right external and common iliac arteries and inferior vena cava to rule out thrombotic occlusion of the iliac veins, in addition to catheter placement in the inferior vena cava via the right common femoral vein. A percutaneous puncture of the right common femoral artery was carried out with. The filter was deployed in the distal inferior vena cava. The follow-up venogram showed no evidence of extravasation and good position of the filter. The patient tolerated the procedure well without complications and was returned to the intensive care unit in stable condition. Approximately two years and ten months after the filter was implanted, the patient underwent a computed tomography (CT) scan of the cordis trapease ivc filter. Review of the images revealed the ivc filter is tilted anteriorly at the superior end and is embedded within the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm. Two posterior struts perforate the ivc wall both 4mm and reside within the soft tissues. Two lateral struts perforate the ivc wall both 5mm and reside within the soft tissues. The report noted that the original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years and three months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of the filter, device embedded in wall of the ivc and fracture of the filter, with two fractured filter struts retained medially and anteriorly. The patient further asserts to have suffered from swollen legs, ankles and feet and experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have presented to hospital with a saddle pulmonary embolus (pe) with hypoxemia and bilateral lower extremity deep vein thrombosis (dvt). The filter was implanted via the right common femoral vein and placed in the distal inferior vena cava (ivc). The patient is reported to have tolerated the procedure well and without complications. Approximately two years and ten months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter had tilted anteriorly at the superior aspect and was embedded within the wall of the ivc. All struts of the filter had perforated the ivc wall by up to 7mm. Two of the posterior struts had perforated the ivc wall by 4mm and were within the soft tissues. Two lateral struts had perforated the ivc wall by 5mm and were within the soft tissues. The CT report further noted that the function of the trapease vena cava filter was permanent and that it could not be removed percutaneously. Approximately five years and three months after the implantation, the patient reported having become aware that the filter had tilted, fractured, had become embedded and was associated with perforations beyond the wall of the ivc and into surrounding tissue and/or organs. The patient further reported having experienced leg, ankle and feet swelling and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, device embedment and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. . It is unknown if the tilt contributed to the reported ivc and tissue perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Due to the nature of the complaint, the reported swelling experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.